Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional(hcp) reported that a patient was injected with juvéderm vista volite xc in the forehead. After the injection, healthcare professional noticed some areas were turning white, purple. Hcp immediately injected hyaluronidase to dissolve the hyaluronic acid. A day later, discoloration on the forehead had improved and there was no swelling or pain. A week later, peeling of the epidermis was observed, similar to that seen after blisters have formed. Approximately 90 days later, it was confirmed that the color of the forehead and the condition of the skin had recovered. Hcp reporeted vascular embolism. Symtoms has been resloved.